Event description:
It was reported to philips that the heartstart mrx defibrillator failed the defib test for shock equipment and pacer malfunction during opcheck. There was no pt involvement.

Manufacturer narrative:
(B)(4).